Event description:
Pump was sent to manufacturer for service with no problem reported, the pole clamp assembly was found detached from the pump when it was received. Discussion with the hospital staff did not provide any specific details about this device. There have been no incidents at the facilty related to a pump falling off the IV pole. Information regarding whether or not the device was in use at the time it detached from the pole clamp assembly was not available. Should additional information become available a follow-up report will be filed.